Manufacturer narrative:
On (B)(6) 2014, customer claims she started to get an infection in her gums and didn't know why. Consumer states there was a thick white "gooey" substance on her gums. She claims the substance caused an infection in one of her teeth which led to an ear ache. Consumer states that when she went to clean her toothbrush she removed the brush head and the well was "filled" with the "gooey" white substance. Consumer states that she had never removed or changed the brush head prior to this. Consumer states that she cleaned the handle with hot water and the brush head with rubbing alcohol. Consumer claims that after she started cleaning the unit on a daily basis the infection in her gums went away, but left a tooth and ear ache. Consumer has returned the unit for evaluation, failure analysis reported is pending.

Event description:
Customer claims she has an infection in her gums are infected and is causing an ear infection.